Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 20x3.50mm omega¿ stent was advanced however the device did not track over the guide wire. It was then noted that the stent was damaged in an attempt to advance the device. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega sds with stent. There was contrast in the inflation lumen and balloon and blood in the guide wire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination presented no damage or irregularities to the stent of the device. Microscopic examination of revealed that the outer and inner shafts were stretched/necked 2mm ¿ 8mm distal of the exit notch. Majority of the inner shaft was twisted and stretched. The inner shaft was also buckled in numerous locations. The outer and inner shaft had a hole 3mm distal of the bi-component weld. The damage to the shaft is consistent to damage caused by interaction of with a guide wire. The inner diameter (ID) of the catheter was measured at the exit notch with a calibrated pin gauge set and is within the omega specifications. Microscopic examination revealed that the distal tip was damaged. Microscopic examination presented no damage or irregularities to the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 20x3.50mm omega¿ stent was advanced however the device did not track over the guide wire. It was then noted that the stent was damaged in an attempt to advance the device. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).